Manufacturer narrative:
The device has been received by the manufacturer. Evaluation is expected but has not yet begun.

Event description:
The event involved a plum a+ infusion pump. The customer reported that the pump turns off occasionally. The status of the product at the time of the event is unknown. There is unknown patient involvement and unknown human harm.

Manufacturer narrative:
The event logs were downloaded from the pump and reviewed. The customer complaint of ¿turns off occasionally" could not be confirmed. After reviewing the logs it was determined that the pump alarmed e344 air sensor failure which required the user to power off the pump to clear the alarm. The probable cause for the e344 alarm is a defective bubble detector.